Event description:
The pt was seen at the center for scheduled programming. Testing conducted indicated out of range impedance values on 4 electrodes. X-ray revealed there were at least four electrodes migrating out of the cochlea. In 2003, revision surgery was attempted to reposition the electrode array. However, the surgeon decided to remove the device. The pt was reimplanted with another advanced bionics cochlear implant.